Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump; the malfunction did not recur after resetting, and the customer was instructed to continue using the pump and to call back if the malfunction code recurs.